Manufacturer narrative:
Results: a small piece of fractured pet lock was stuck in the nose cone funnel of the penumbra smart coil detachment handle (handle). The fractured piece of pet lock was removed from the funnel by the penumbra investigator. The inner diameter (ID) of the handle's funnel was measured to be within specification using pin gauges. The handle was tested for pull force and throw distance using the production test fixture and actuated correctly. Conclusions: evaluation of the returned device revealed a fractured piece of pet lock stuck inside the handle. Once the pet lock was removed the handle was tested and was functional. These devices are 100% functionally tested and visually inspected for damage during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a penumbra smart coil detachment handle (handle). During the procedure, the physician detached the first penumbra smart coil (smart coil) in the aneurysm using the handle. However, in an attempt to detach a second smart coil, the physician felt resistance while removing the handle from the smart coil pusher assembly and was unable to detach the smart coil. The physician completed the procedure by using a new handle to detach the smart coil and all subsequent smart coils. There was no report of an adverse effect to the patient.